Event description:
The report received from the clinical study registry indicated that a pt had an undetermined inferior wall q-wave myocardial infarction post procedure. The main indication for the procedure was acute inferior wall non-st elevation myocardial infarction within 24 to 72 hrs with a killip class of ii from hospital admission to index procedure and resting ECG changes. A 2.75x13mm cypher stent was implanted at 16 atms in the circumflex (segment 12) to treat a lesion described as 2.75x13mm long, de novo, irregular with little or no calcification, a type b2 classification and 85% stenosis with a timi flow of 3. Pre dilatation was conducted at 12 atms; post dilatation was not conducted. A timi flow of 3 was maintained. After pre dilatation of the proximal left anterior descending coronary artery at 12 atms, a 3.0x13mm cypher was deployed at 16 atms to treat a lesion described as 3.0x13mm long, de novo, not ostial, a type b2 classification with 90% stenosis and a timi flow of 3. Post dilatation was conducted at 16 atms and a timi flow of 3 was maintained. For the distal right coronary artery, three cypher stents were implanted; a 3.5x28mm deployed at 16 atms and post dilated at 16 atms, a 3.5x33mm deployed at 16 atms and post dilated at 14 atms and finally a 3.5x13mm deployed at 16 atms and post dilated at 14 atms. Final timi flow was 2. All 3 stents in the distal right coronary artery were post dilated for insufficient flow. The myocardial infarction reported was accompanied by an increase in cardiac enzymes. The pt was discharged five days later. The pt also received a temporary pace maker during this procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of five products involved in the same pt reported under manufacturing numbers 9616099-2008-00828, 9616099-2008-00829, 9616099-2008-00830, 9616099-2008-00831 and 9616099-2008-00832. Additional info will be submitted within 30 days upon receipt.